Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response (rvr) that was detected as ventricular tachycardia (vt). It was noted that the episode was a double tachycardia and the morphology had changed. Five days later, the device delivered atp and shocks for atrial tachycardia (at)/af with rvr that was detected as fast ventricular tachycardia (fvt). The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: evproplus-34us transcatheter valve implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.